Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17951. It was reported that the patient presented in clinic experiencing dizziness. Pacemaker interrogation revealed oversensing episodes on the right ventricular lead. It is unclear if oversensing was caused by lead or device. A lead fracture was suspected, but thresholds, impedance, and sensing was within normal ranges. The lead and pacemaker were explanted and replaced. Patient was stable post procedure.